Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom us acetabular component on the right side on (B)(6) 2008. The patient was revised on (B)(6) 2010 due to unknown reasons. It was reported by the patient's counse1 that she received a durom hip implant on (B)(6) 2008 and was revised on (B)(6) 2010 for unknown reasons.